Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes, an sp02 sensor and ECG electrodes. The medics could not convert the pt's ECG to a shockable rhythm so they began administering external pacing. According to the reporter, the pacing current dropped to zero and the service led illuminated. A backup device at the scene was used and the pt transported to the hospital but they were not resuscitated. The reporter indicated the pt's death was not caused by or contributed to by the reported malfunction because the pt was not viable.